Manufacturer narrative:
At the conclusion of the investigation, the reported misclassification of the rhythm was confirmed. The root cause of the issue seems to be a human error; misinterpretation of the data output from the device.

Event description:
During reviews of the report sent to the physician, it was noted that the rhythm was misclassified.